Event description:
It was reported that the vns patient's generator showed high impedance on both normal and system diagnostic tests. The physician was informed about a possible problem with the lead and that the pt will need a revision. The physician was also instructed to program the device to output current 0ma. The pt has been unable to perceive stimulation and has had an increase in seizures over the past two weeks. X-rays were reviewed by a neurosurgeon but nothing was identified that suggested a lead problem. X-rays have not been provided to the manufacturer for review. Pt had a full revision surgery. Product analysis is pending on the explanted products. Good faith attempts to obtain additional info regarding the reported event are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.